Event description:
An endurant ii stent graft system was implanted for treatment of an 63 mm in diameter abdominal aortic aneurysm. The aortic neck was 23, 23, 26, 26, 25.5, 25.1, 25.2, 25 in diameter and 35 mm in length. The right iliac artery measured 20, 17, 15, 16, 17 mm in diameter and 78 mm in length, the left iliac artery measured 17, 17, 16. A 14, 13, 14 mm in diameter and 58 mm in length. It was reported that the bifurcate was implanted correctly and confirmed placement below lowest left renal by 2 angiograms before anchors were put out. After contralateral limb was placed the ipsilateral limb was then further deployed with somewhat aggressive forward pushing of the delivery system and stent in order to not potentially cover the right hypogastric. The physician inadvertently pushed too aggressively. Final angiogram showed 70% renal coverage by bifurcate fabric. A left renal stent was placed and final angiogram completed with good results and no problems. Patient was doing fine post procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation conclusions: failure to follow instructions (pushing up the delivery system during deployment).